Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alert. The customer was able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.